Event description:
It was reported that during a percutaneous transluminal angiography procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous common iliac artery. The physician advanced wanda pta balloon dilatation catheter to the lesion and encountered difficulty crossing the lesion, however, the wanda did cross the lesion. The physician inflated the balloon once to atms, however, the balloon ruptured. The wanda was removed from the patient intact. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status was noted as "good". This product is only ous approved but it is similar to an approved us device" for malfunctions on similar to devices.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and the similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.